Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading, motor error and excessive no delivery from the insulin pump. The customer's blood glucose reading was 449 mg/dl. The customer treated with manual shot. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was not able to troubleshoot for high readings because of recurring motor error. The insulin pump will be returned for analysis.